Event description:
It was reported that during a laparoscopic gastric bypass, the device was cutting the mesentary but not providing hemostasis. The device was discarded by the user. The case was completed with electrocautery with no pt consequence.